Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure to treat a lesion in a moderately calcified artery, the 3.0 mm x 80 mm x 150 cm armada 14 balloon dilatation catheter (bdc) was advanced to the target lesion without issue. During the first inflation, the balloon ruptured at 10 atmospheres due to the calcification. The bdc was replaced with another armada 14 bdc to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.